Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system. The device was not dropped nor bumped, the drive support cap was correct. Customer was advised the device needed to be replaced. The device is returning for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose / protruded drive support. The pump passed the displacement test. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.